Event description:
At the time of the preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. The product was taken out of the box in preparation when it was noticed that there was a broken strut at the proximal end of the stent. This was discovered during unpacking when the stent was outside the patient. This product is similar to a marketed us device.